Event description:
It was reported that lead was found dislodge. Physician explanted the lead successfully. Subsequently, another lead was attempted implant also due to a vein dissection. Implant procedure will be schedule. No additional adverse patient effect were reported.